Manufacturer narrative:
(B)(4).

Event description:
Edwards received information that during the use of a peripheral retrograde cardioplegia device, an (B)(6) female patient sustained an anterior right ventricular perforation. The patient became hypotensive and they converted to a full sternotomy. The patient was stable post-op. The anesthesiologist recalled difficulty with the imaging, possibly related to patient anatomy, but was unable to confirm or provide specific details for this case. He reported difficulty with placing the device, but indicated that there was no bowing of the catheter and reportedly no device issue.

Manufacturer narrative:
Manufacturing records were unable to be reviewed due to no lot number being provided by the customer. The device was not returned for evaluation because it was discarded by the hospital. Right ventricular perforations are identified as a potential complication in the instructions for use (IFU). In this case, the anesthesiologist recalled difficulty with the imaging, possibly related to patient anatomy, and difficulty with placement of the device. Operational context and patient anatomy may have played a role in this event. If new information is received, a supplemental report will be filed. The IFU and training manuals were reviewed, and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that during the use of a peripheral retrograde cardioplegia device, (B)(6) year old female patient sustained an anterior right ventricular perforation. The patient became hypotensive and they converted to a full sternotomy. The patient was stable post-op. The anesthesiologist recalled difficulty with the imaging, possibly related to patient anatomy, but was unable to confirm or provide specific details for this case. He reported difficulty with placing the device, but indicated that there was no bowing of the catheter and reportedly no device issue. The occurrence date was approximately six to seven months ago. The exact date and additional patient information could not be recalled by the anesthesiologist.